Event description:
Technical services received a call on 12/30/11. Caller stated device was changed out yesterday, 12/29/11. After 26 joule shock there was 600msec of noise on pace sense and shock channel and it went away. All lead measurements within normal limits. Impedance 400 to 600mses. Pre-discharge check done and now impedance greater than 2000 ohms. Caller checked it 50 times only got 1 or 2 less than 2000 ohms. Technical serves stated it could be lead or connection issue. Would consider isometrics and pocket manipulations. Physician is dr. (B)(6). He will keep patient in the hospital another day and evaluate tomorrow. Caller wondering if it could be lead on lead. Technical services stated that it is usually a sharp discrete noise. Caller called back on 12/31/11. Went to check patient this a.m. And getting invalid data for rv lead pace impedance sli impedance recorded as noise. Technical serves asked if there was anything electrical on the patient. Caller stated that patient is still in the hospital and using CPAP. Caller needs to speak with dr. (B)(6). During commanded test rv impedance is 470. Technical services asked if they fluoro'd did dft. Caller stated that they did not do an extensive fluoro. Dft's were fine. No additional information is available at this time. Rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).